Manufacturer narrative:
The afapro28 balloon catheter with lot number 08858 was returned and analyzed. Visual inspection showed the balloon catheter was intact with no apparent issue. Smart chip verification indicated the balloon catheter was used for six injections. The balloon catheter passed the performance test but after ablation, during the vacuum phase, a 50005 system notice was triggered indicating that the safety system detected fluid in the catheter and stopped the injection. Dissection and pressure tests showed a leak at the guidewire lumen of the balloon catheter in the balloon segment. A kink was noted at 0.99 inches from the tip, and the guidewire lumen was twisted at 2.12 inches from the tip. Visual inspection under a microscope also revealed a guidewire lumen breach at the tip attachment. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink, twist, and breach in two locations and also a tip-to-guidewire lumen bond breach. If information is provided in the future, a supplemental report will be issued.

Event description:
Following a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.